Event description:
It was reported that the patient¿s ilet display became partially pixelated and half of the screen was nonfunctional after the patient fell during gym class, with no visible cracks noted; the device was replaced and the patient reverted to backup therapy, and the reported blood glucose at the time of the call was 243 mg/dl while using a dexcom g6 with the provided sensor and transmitter identifiers. Symptoms included hyperglycemia. Outcomes included temporary interruption of normal ilet use and transition to backup therapy. Investigation included collection of event details, device use context, and return logistics for evaluation. Investigation of this case revealed a screen visibility failure consistent with physical damage affecting the display component, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was external physical impact leading to display malfunction.